Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was unresponsive and became frozen on the home screen. Customer¿s blood glucose level was 94 mg/dl. Customer reverted to manual injections for insulin therapy and also confirmed an alternate pump is available.